Event description:
It was reported that an asymptomatic patient was presented in clinic for a follow-up and the pulse generator was found in backup vvi mode. A user download successfully restored the device. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.